Manufacturer narrative:
Quality control (qc) was within range on the instrument on the day of the initial measurement, indicating the assay was performing as expected. The logs were reviewed, and the reaction graph was abnormal for the initial test compared with other results of similar values. The investigation determined there is normal complaint activity for lot number 45043un21. The trend review by the product list number found no adverse or non-statistical trends related to this issue. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. Review of the CAPA database found no issue related to the current complaint. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency for lot number 45043un21 was identified.

Event description:
The customer stated that a falsely elevated alinity c creatinine result of 539 umol/l was generated for a patient sample (ID (B)(6)) on (B)(6) 2021. The patient was admitted to the hospital for suspected acute kidney injury (aki) approximately 2 hours later based on the result. A new sample was drawn (ID (B)(6)) and the result was 78 umol/l. The first sample was then retested and the result was 83 umol/l. There is no report of any incorrect/unnecessary treatment given to the patient or any patient injury based on the falsely elevated result.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.